Event description:
It was reported by the patient that upon restarting contact lens wear that they developed an eye infection (od). The patient advised that they scheduled an appointment with their ophthalmologist as they felt that their eye (od) was getting worse. A reasonable and good faith effort has been made to establish a line of communication and to gather additional information without results.